Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On 4/16/26, the patient reported that she was wearing an omnipod insulin pump which was showing an error message of ¿dexcom issue detected¿ while the dexcom mobile app was showing no cgm values. The patient stated that she ¿believed ongoing issues with the sensor and transiters contributed to her decision to seek medical care¿. The patient was feeling nauseous and went to the ER for evaluation around 3pm. No bg meter values were reported. The patient was diagnosed with dehydration and was treated with multiple bags of IV fluids. The patient was discharged on (B)(6) 2026 around 9pm (more than 24 hours). No other patient or event details were available. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 5/8/2026. Data was provided for investigation. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 4/6/2026 at 4:49 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 days and ended due to sensor expiration on 4/16/2026 at 4:48 pm. There was 1 bg calibrations attempted during the sensor session. On the day of the reported event (4/16/2026) the egvs were within target range up until the time when the sensor expired at 4:48 pm. There were several expiration alerts with each performing as intended. All alerts were found to be performing as expected. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).